Event description:
It was reported that the telemetry strip indicated there were times that pacing was below the lower programmed rate for the implantable cardioverter defibrillator (ICD). There were also extraneous spikes on the telemetry strip that were likely artifact on the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).